Event description:
Customer reported being hospitalized for dka on two occasions. Troubleshooting performed and pump appeared to be operating as designed, however, the customer did not have tubing calmp in order ot complete troubleshooting. It was reported that md requested that pump be replaced. Customer had given manual shots with insulin being used in pump and blood glucose levels came down, but immediately rose again with use of pump.